Manufacturer narrative:
No product was received by medtronic. The customer reported an adverse event. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will reopen this investigation. The investigation could not determine the root cause of the event. The sample was not returned and no failure mode was identified. No corrective action is required. Trending is performed per local procedure. A review of the device history records for the provided lot/serial number was completed and no entries pertinent to the event were noted and this lot/serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a small hematoma/laceration to the esophagus during removal of the rfa catheter. The device has been sequestered for internal investigation at the facility. No equipment will be returned. The patient is stable and was discharged from the hospital the next day. A medwatch was submitted by the risk manager at the facility. The risk manager reports that it was unknown if there were any issues with the generator. Awaiting additional information.